Event description:
It was reported that "it was unable to back bleed from the vent line (anteplegia aortic root catheter-atc011mv) of the , therefore, the customer stopped using the device. Another cannula from the same model number was used and the problem was solved."

Manufacturer narrative:
The device evaluation is anticipated upon return of product from customer.

Manufacturer narrative:
The defect of the missing holes was confirmed. A product risk assessment has been opened as a result of this complaint. Awareness has been brought to the attention of manufacturing personnel. Complaints were reviewed and no other complaints of missing holes were reported for the atc011mv devices. The trending was limited to the atc011mv product because the specific operation that creates the missing holes is only done on the atc011mv product. Trends will continue to be monitored through the edwards quality systems.